Event description:
This pt had her silicone gel implants replaced with saline filled implants in 1993. In 1996 the right saline implant was replaced due to sudden deflation. She now presents with a sudden deflation on the left side. Gross exam: the left implant weighs 62 gm and under gentle pressure, fluid leaks from a small fenstration in the lateral aspect of the implant.